Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/02/2017 that on (B)(6) 2017, a sensor was inserted and started, and the battery died. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.